Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the patient on social media that since the implant nine months earlier, the patient has not had "visible change." The patient stated "one of the leads is not performing"; this information was given during a check-up. The patient has experienced nausea, lack of appetite, weakness, weight loss, and pain in the chest when medication is not taken. The patient questioned if there was a malfunction or poor implantation that may be causing the issues. No lead revisions were noted in the social media post. No further patient complications have been reported as a result of this event.